Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported an elevated blood glucose (bg) level of 455 (mg/dl) and administered injections to stabilize bg level. Customer indicated a back up insulin pump would be used for diabetes management.